Event description:
Left hip pain for past 5 months. Fell 2.5 years ago. Workup revealed no other reason for continued pain so exploratory surgery done. Found to have a 5mm of torsional motion of femoral component. Revised with femoral stem and head. Explanted component sent to company. Hosp unaware of situation until 4/1/97.